Event description:
The patient was admitted for a procedure in 2008 with a lesion in the renal artery. The lesion was mildly calcified and was 16mm in length. The vessel was tortuous and was 6mm in diameter. The palmaz genesis stent had difficulty crossing the lesion during the procedure. However, when the stent was being implanted it "jumped" upward. The stent covered part of the lesion and the delivery system was removed without any difficulties. Another palmaz was deployed, overlapping the initial stent, to cover the lesion fully. There was no patient injury.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. See scanned page.